Event description:
Boston scientific received information that this implantable device declared the battery status elective replacement indicators four months ago with an extended charge time of 23.6 seconds. The patient elected to keep device implanted and one month ago this device declared the battery status end of life. All therapy has been disabled. Currently, this device remains implanted. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.